Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 95 unused samples were received and tested by our quality team. The safety shield issue was verified with the photos provided by customer. After functional tests with all 95 of the shields there were no issues. The device history record review did expose possible root causes even though the issues were resolved. The root cause remains unknown and the manufacturer has been notified.

Event description:
Material#: 305829. Batch number#: 2271567. It was reported that the bd eclipse needle 25g x 5/8"tw had a safety mechanism failure. The following information was provided by the initial reporter: "we have had two needle sticks related to this needle and the safety mechanism breaking ad not latching." Additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. There was no patient harm related to the events. With the first needlestick the patient was affected because they had to have labs drawn for screening because they had already been given their vaccines when staff was stuck with the needle. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes ,we have pulled the affected lot number off of our shelves and replaced with back stock. We are able to ship all affected items back for inspection. 3. Please confirm whether it is a contaminated/uncontaminated needle stick injury. This will be a contaminated needle, from the description above the needle was used to administer the vaccines needed ate the time of visit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.